Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt could not raise her arm above her shoulder postoperative. A CT scan was performed; there was no indication for the complaint in the scan. The pt passed all other motor function tests. The pt was kept in the hospital for observation. Follow up related. On (B)(6) 2011, the pt regained total movement in her arm. The physician believed the symptoms were related to an irritation of the nerve root, which subsided without intervention.